Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that it was found the diameter of the suture used was thinner than the standard one when sewing during the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/2/2024. H6 component code: g07002 no device problem found. H3 investigational summary: visual analysis of the returned product determined that it received one unopened sample pertains to the product code w9918. As per the sampling plan, a visual inspection was performed on the returned sample, no defects were found on the packages. The packet were opened and the suture was dispensed without problems and examined along of the strand and no issue related to suture diameter issue was observed during evaluation. In addition, a diameter test was performed on the sample using the result that the suture diameter meets the requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described of the suture diameter issue could not be confirmed as the suture met the requirements. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.